Event description:
Customer reported a set was primed with normal saline. When putting it into the pump, the nurse noticed leaking at the upper silicone segment. Reported as "when pulling (stretching) the tubing the pin hole leak shot out". Not connected to a pt. Although requested, no add'l event info was available.

Manufacturer narrative:
(B)(4). Event did not involve a pt. The customer's report of a set leaked was confirmed. Visual examination under the microscope noted two crush marks to the upper blue fitment and a small tear near the upper fitment. Functional testing was performed and a leak was noted coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a small tear (pinhole) in the silicone segment. The root cause of the tear is unk.